Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by latch issue. A field service engineer opened the remote manager and cleaned micro switches and greases connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator failure. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.